Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrointestinal surgery, when the nurse was preparing for the doctor to suture the wound, after unpacking, it was found that the needle and suture detached and could not be used. There was no patient injury.